Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the caller requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement and self tests. The insulin pump was received with operating currents within specifications, and the off no power alarm functions properly. Further testing could not be performed due to the prime anomaly.